Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant with unknown reason. The device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Allegation with the device was not confirmed with the analysis based on baseline testing completed on the device found no failing conditions. Moreover, all testing completed on the device passed or was not applicable. In addition, no problem detected was based on analysis of the returned product. There were no evidence found of device anomaly or damage outside te bounds of normal medical use.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant with unknown reason. The device was never in service. No adverse patient effects were reported.